Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. It was reported the patient had not waited 10 minutes since the calibration before comparing bg values, as instructed in the instructions-for-use. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.